Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to corroded esc and act button on keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, and stained end cap sticker.

Event description:
Customer reported a button error on her insulin pump. The buttons are unresponsive. Customer's blood glucose is 120 mg/dl. The device was in customer's pocket, but she does not think the buttons were pressed for more than fifteen minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.